Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with display damage; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with display damage was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be physical damage to the main display printed circuit board assembly. The display board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: similar reports have been received for the reported problem.